Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established, as the product was not returned. Without the reported product, a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during surgery, the device's tip broke and fell inside of the patient.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, used at a higher than recommended set point or excessive force applied to the tip. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during surgery, the device's tip broke and fell inside of the patient. The fragment was successfully retrieved. There was a back-up device available. No significant delay or patient injury was reported.